Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller stated there was some software issue with the handset. The caller said the patient was getting a pain where they should be getting a fluttering and the patient had to turn the stimulator off because otherwise it hurt them. The caller also said the first time they didn't see anything change on the handset and the second time they turned the handset off and back on again, no numbers showed up but the patient was getting pulses, and it felt like it was going higher and higher but the numbers weren't changing. The agent asked when the issue started and caller said the last time they went back in and everything worked and they went too high and things would happen. The agent reviewed to slow down when they were trying to increase the stim and give the handset a moment to for the devices to respond to the changes they were making. The caller mentioned the patient went off all their medications because they said their type of diabetes was inherent with ar, so the only thing that didn't give them diarrhea was metformin. The caller was told to drink a lot of water and they were peeing their brains out so they were going to put the stimulation up today but it kind of all went haywire again. Agent reviewed to slow down when making adjustments and reviewed how to turn stim off. The patient was redirected to their healthcare provider to further address the issue.